Event description:
It was reported that prior to starting a da vinci si prostatectomy procedure a monopolar curved scissors instrument had a problem about angulation as a wire was out. There were no missing pieces or fallen pieces reported. The planned surgical procedure was completed and no patient harm, adverse outcome, or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering confirmed an angulation wire was out. For clarification, the pitch cable was broken at the distal end causing a lack of proper instrument wrist movement. The cable segment that contains the crimp was missing from the clevis. The clevis did not exhibit any damage or wear marks. Other cables at the wrist were not damaged. Additional damage found were pad printing removal from the tube extension and a deep scratch on the main tube. The tube extension exhibited multiple spots missing pad printing. The distal end of the main tube had various scratch marks exhibiting light material removal and a rough surface finish. Engineering concluded the damage may be due to mishandling. Electrical continuity passed. No other damage was found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.